Event description:
This lead was implanted in (B)(6) 201 o and remains implanted at this time. It was noted on (B)(6)2013, patient had some kind of electric feeling in his left shoulder when bending down. This was not reproducible and there is no evidence to any problem with the defibrillator. Atrial impedance is fluctuating. When pressing hands together, noise is seen on the shock egm (not on the rv egm). The physician was dr.(B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).